Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue could not be confirmed as the device performed as intended. The reported difficult to remove from anatomy could not be tested via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. In the absence of a confirmed failure mode, a conclusive cause for gripper actuation issue could not be determined. The reported difficulty to remove (anatomy) appears to be related to user technique/procedural circumstances. The reported mitral valve injury was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and chordal damage. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter was inserted and the mitraclip delivery system (cds) was advanced. Three successful grasps were made; however, mr was not reduced enough. A fourth grasp was made, but this time one gripper arm did not drop down, when pushing the gripper lever down. The gripper issue repeated several times. The clip was not implanted and during removal, the clip interacted with the chordae causing a chordal rupture. Another clip was implanted to treat the chordal rupture and to further reduce mr. A total of two clips were implanted, reducing mr to 1-2. Once the cds was out of the patient anatomy, the physician tested the device again, and one of the gripper arms did not drop down when pushing down the gripper lever. No additional information was provided.